Event description:
It was reported that the patient complained of chronic pain around the implant at tooth site #12. The implant was removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.